Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device check, this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing during a ventricular fibrillation (vf) episode. The patient experienced asystole for greater than two seconds. Attempts to recreate the noise with isometrics and pocket manipulation found noise present on the rv lead; however, there was no noise or oversensing found in a review of past episodes in the device logbook. Boston scientific technical services (ts) recommended considering an x-ray to evaluate potential lead-on-lead or conductor/connection issue. The patient will be monitored and the field representative will notify ts if additional information becomes available. There were no additional adverse patient effects reported.